Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge detection notification occurred. There was no reported impact to the customer's blood glucose level. Reportedly, customer had an alternate pump for insulin therapy. Customer declined to troubleshoot with tandem technical support.